Manufacturer narrative:
H10. H3, h6: one sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. Dimensional inspection confirmed that this was an 8mm product. The implant was visibly damaged from torque. The star hex was intact, but showed scuffs from stripping. The physical condition indicates difficulty with attempt to seat. There is approximately 5 mm material missing from the distal tip. That section was not returned. There is a small jagged band of thread material that was distorted and fractured. The body portion was fractured at the distal end. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screw intent is optimum surface to surface thread tunnel contact. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a procedure biorci was found broken when implanting it to the place that connects the acl and tibia left knee. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an acl reconstruction surgery, biorci was found broken when implanting it to the place that connects the acl and tibia left knee, all pieces were removed with tweezers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Event: event description updated.